Event description:
Needle fell off in arm during injection. The attending provider is leaving the needle in the pt's arm. Removing the needle would cause too much tissue damage. The pt will be monitored closely for any movement of the needle.